Event description:
Customer called on (B)(6) 2012 and noted he could no longer obtain batteries for his old adc fs classic blood glucose meter and a replacement meter was sent. Customer called again on (B)(6) 2012 and reported a delivery issue involving the replacement adc meter, noting the meter had been delivered, but not the promised test strips. It was additionally reported that due to this he could not test and subsequently experienced symptoms that were described as "tremors and body pains, also experienced high blood glucose symptoms and low blood glucose symptoms". He also noted his tremors get worse when he is unable to test. Customer further reported having a seizure. Customer did not self-treat, stating that "no medications or treatment was done for the seizure. For the tremors, zana 2 mg was prescribed by his doctor but he do(es) not have those anymore". Customer denied third-party medical intervention. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event. This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. (B)(4).